Event description:
Customer called to report that the vibrate function on the insulin pump is no longer working. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump does not vibrate when vibrator motor is activated due to broken black vibrator motor wire.